Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) helium regulator was leaking. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6 h2, h11. Corrected fields: d9, e1 (initial reporter name, mail ID), h3.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that during preventative maintenance, the cardiosave intra-aortic balloon pump (iabp) had a major helium leak. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the leak was due to the helium regulator being tightened down too hard which caused damaged. The fse replaced the helium regulator. After the repair, the unit passed all functional and safety checks and was returned to service.

Event description:
N/a.